Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Induration is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in full face with juvéderm vista volite and "induration was observed", "complaints of facial contracture and difficulty moving the mouth on the next day of the injection." Treatment included dissolved with hyaluronidase on the next day of the injection and the condition improves within about 3 days. Patient is recovering. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious injury.